Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) detected an atrial arrhythmia above the supra ventricular tachycardia (svt) limit as ventricular fibrillation (vf) and administered multiple inappropriate therapies. The ICD remains in use. No further patient complications have been reported as a result of this event.